Event description:
Analysis of the generator was completed on 12/07/2015. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. Analysis of the lead was completed on 12/07/2015. Abraded openings were noted on the outer silicone tubing and the inner silicone tubing of the lead coil. A suspected coil break was identified in the positive coil at the end of the 1st portion of the returned lead. Also, three strand of the negative coil were identified to be broken at the lead body. Scanning electron microscopy images of the positive coil show that pitting or electro-etching conditions have occurred at the break location. However due to metal dissolution and surface contamination the fracture mechanism cannot be ascertained. Scanning electron microscopy images of the negative coil show that a stress-induced fracture (fatigue) has occurred in at least two strands of the quadfilar coil. Also, secondary stress fissures were noted in at least two strands. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portions.

Event description:
It was reported that the patient underwent generator and lead replacement due to high impedance. The generator and lead were received for analysis. Analysis is underway, but has not been completed to date.

Event description:
It was reported that device diagnostics resulted in high impedance (>10,000 ohms). The patient was referred to surgeon. No known surgical interventions have been performed to date. No additional relevant information has been received to date.